Event description:
One week after treatment with bovine collagen, the patient experienced hypersensitivity at the injection sites. The physician prescribed oral antihistamines and non-steroidal anti-inflammatories for treatment of signs and symptoms.